Manufacturer narrative:
Upon review of additional information received, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate an infection that caused a serious event. Please retract the report 2017865-2024-2235.

Event description:
Related manufacturer reference number: 2017865-2024-22344. Related manufacturer reference number: 2017865-2024-22346. It was reported that the patient presented for a follow-up in the clinic with redness and non-healing area on the lateral aspect of the incision and infection at the implanted device pocket site. The pacemaker, right atrial lead, and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.